Event description:
Pt reported that a comparison done between pt's surestep meter and a healthcare professional meter (within 10 min. Of each other) was 165 mg/dl (ss-venous) and 269mg/dl (hcp-venous), respectively (39% difference). No symptoms were reported. Test strip holder is not cleaned according to MFR's product recommendations. Meter was replaced. Reviewed qc procedures and how to do control test. There was no allegation of harm.